Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service specialist (fs). The field service found the oscillator had a bi-modal condition near the running current. The fs adjusted the running current to approximately 35ma above the bi-modal area. The fs verified the oscillator was stable after adjustments. In addition, the fs adjusted the sliding stage to set the pulse width to 610 femto seconds. A field service checklist was performed. The unit complied with all factory settings after adjustments were performed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a difficult lift which resulted in an incomplete side cut on the (os) left eye. The surgeon aborted the procedure and will treat the patient with photorefractive keratectomy (prk) at a later date.